Event description:
It was reported that a pt underwent a panhysterectomy procedure on (B)(6) /2010. During continuous suturing to close the fascia, the needle was broken at the swage. The fragment fell into the abdominal cavity, and the surgeon removed the fragment from the pt's body. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). (B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.